Event description:
Inovent circuit wrongly connected [device misuse]. Oxygen level decreased [oxygen saturation decreased]. Patient condition deteriorated [general physical health deterioration]. Case description: the initial report spontaneous report was received on (B)(6) 2013 by ikaria (B)(4) from a medical center in (B)(6). It was reported that when the infant was temporarily switched from inovent (B)(4) to manual inoflo (nitric oxide) delivery no was not delivered because a "circuit was wrongly connected". Follow-up information received on (B)(6) 2013 is also included in this initial report. Medical history: female, (B)(6), potter's syndrome, hypoxic respiratory failure (hrf) with pulmonary hypertension. Concomitant medications: midazolam, nobelbar (phenobarbital sodium), humulin r (insulin human), myocor (glyceryl trinitrate), critpan (dopamine hydrochloride), and bicarbonate. A female neonate with potter's syndrome was on a baby log 8000 ventilator with the following settings: peak inspiratory pressure (pip) 28 cm h2o, positive end-expiratory pressure (peep) 8 cm h2o and fractional inspired oxygen concentration (fio2) 1.0. On (B)(6) (her date of birth), she was started on "intubated nitric oxide (no) delivery" at 20 ppm via inovent (B)(4) for hypoxic respiratory failure with pulmonary hypertension; she was also started on myocor (glyceryl trinitrate) for pulmonary hypertension. At 16:30 on (B)(6) 2013 the infant was temporarily switched to manual no delivery (nos) and "a bagging was done with only oxygen delivery without no delivery" because "a circuit was wrongly connected". Following the interruption of no delivery, the neonate's spo2 decreased to 50% (baseline 72%). It was also reported that her condition deteriorated (nos). She was "immediately intubated and no delivered", but due to the "touching of the patient for suctioning" it took 12 hours for her oxygen saturation levels to remain stable at 70%. On (B)(6) 2013, the neonate was also started on midazolam for sedation. On (B)(6) 2013 the use of vasopressor critpan (dopamine hydrochloride) was initiated and the neonate received bicarbonate for acidosis. On (B)(6) 2013, she was started on humulin r (insulin human), and on (B)(6) 2013 she again received bicarbonate for acidosis. Treatment with inoflo (nitric oxide) was discontinued on (B)(6)2013 at 14:00 (nos) for unspecified reasons. She remained on midazolam, humulin r, myocor (glyceryl trinitrate), and critpan (dopamine hydrochloride). Outcome: the patient "recovered safely" and "there were no particular health hazards". It was determined that "an oxygen diss hose was attached to the oxygen flowmeter at the end of pre-use inspection, but the oxygen diss hose was removed for some reason during the manual no administration, and a tube of jackson lease was connected to the oxygen flowmeter by user's mistake". In response to receiving the report, the person in charge from ikaria (B)(4) checked the oxygen flowmeter of the inovent and diss hose and found no particular problem. It was postulated that "it did not come off by its own" and "probably, it was dropped by nurses". The pre-use inspection was completed by nurses and the doctor. The previous monthly inspection was completed by reporter. This incident was considered to be a medical accident. The reporter suggests preventive measures be taken such as a change in the method of pre-use inspection and a change of oxygen tube shape. In the reporter's opinion, "procedure failure" which resulted in a "bagging done with oxygen only and no no" was the cause of the infant's condition deterioration and oxygenation level decrease.

Manufacturer narrative:
The root cause was determined by users at the user facility to be use error, therefore testing of the actual device was not required. The manual delivery circuit was mis-configured during setup by the user and, as a result, nitric oxide drug was not delivered during attempted manual delivery. Rather, only oxygen was delivered and the patient's oxygen saturation level fell. Follow-up investigation into the incident with the user facility led to the conclusion that it was attributable to use error. The initial spontaneous report was received on (B)(6) 2013 by ikaria (B)(6) from a medical center in (B)(6). It was reported that when the infant was temporarily switched from inovent (B)(4) to manual no delivery no was not delivered because a "circuit was wrongly connected". Follow-up information received on (B)(4) 2013, revealed that the infant experienced an oxygen saturation decrease which was considered serious.